Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the right posterior tibial artery. A 10cm, 4g, 300 ht command 18 st guide wire (gw) was advanced with resistance, due to the patient anatomy, and was unable to cross to the target lesion. When the guide wire was removed, the tip of the guide wire was noted to be separated, remaining caught in the vessel calcification. No intervention was performed to remove the tip, as the tip was stuck. The procedure was aborted at that time, as no devices were able to cross. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed because the lot number was not reported. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. The separated tip was not removed, remaining caught in the vessel calcification. There is no indication of a product quality issue with respect to manufacture, design, or labeling.